Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that electronic parts such as image sensor, circuit board at scope connector, etc. Were broken which led to occurrence of the suggested event. However, the root cause of the event could not be identified. The event can be detected/prevented by following the instructions for use which state: [1.4 warnings and cautions: warning]. "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." [4.3 using endotherapy accessories: warning]. "If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." [3.1 the workflow of preparation and inspection]. "Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿." [5.3 withdrawal of the endoscope with an irregularity]. "If an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found there was no image on the scope. The scope failed water dunk test due to a leak found at the channel/heavy fluid inside the scope connector and control body. After the aeration process dry corrosion could was found inside the control body and scope connector. The scope was tested in the process and image is still not showing. A temperature connector replacement was performed to check for image and image is still not showing. Found that the charge-coupled device (ccd) was damage from fluid invasion, due to evidence and physical damage. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that prior to a diagnostic procedure there was no image/video on evis exera iii bronchovideoscope. The was a delay, due to the malfunctioning of the scope. Neither the procedure or anesthesia was not prolonged, nor was any intervention required. The procedure was completed using a new scope. There were no reports of patient harm associate with this event.